Event description:
While removing mole from pt's neck, dr claimed suture material separated from needle as dr closed the incision. Dr lost the needle but assumed it remained outside the pt. Dr finished suturing (presumably with another needle) and let pt leave dr's office. After the dr could not find the needle in dr's office, dr called pt and suggested pt get a neck x-ray. X-ray revealed the entire needle was lodged in neck. On 8/4/97 the needle was successfully removed by fluoroscopy. Pt reports occasional headache, slight scarring on lower left neck, prolonged achiness, and numbness in general area of surgical removal of needle.